Event description:
The customer contact reported that the device was found at a rate different than the originally programmed rate. The pump was returned to the sterile processing department with a note that stated, "settings need to check." Reportedly, the nurse programmed the device to deliver at an unspecified rate and volume to be infused; however, "before they could put it on the patient, the settings would change." No specific pump programming was provided. The device was removed from clinical service. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device passed testing. The device maintained the programmed settings throughout the testing procedures.